Event description:
Initially servo-I battery would not charge to greater than 7 minutes- servo-I battery will not retain a change greater than 7 minutes. Battery tried in different slots on pnp backplane, but made no difference. Replaced battery. Allowed to charge completely. Unit functions normally with new battery. Unit returned to clinical use.